Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies on several sensors. The insulin pump¿s delivery was suspended due to sensor glucose value. The customer¿s sensor glucose reading was showing that they were below 40 mg/dl while their blood glucose reading was 93 mg/dl. Troubleshooting was performed. The threshold suspend limit in sensor settings was 60 mg/dl. The product will not be returned for analysis.